Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained about partially physical intolerance with limited change of your urine color (coffee). The patient was admitted for monitoring and investigation. The manufacturer's technical service representative reviewed the log file and observed elevated pump power in the last month. Echocardiogram remained unchanged from the previous exams. Lactate dehydrogenase (ldh) and plasma-free hemoglobin (pfhgb) were slightly elevated. Brain natriuretic peptide (bnp) and full blood count (fbc) tests were also in normal range. Hemodynamic measurements were normal. A ramp test was not performed due to the patient's normal condition. The patient would continued to be monitored for 3 days at hospital and re-evaluated. The patient was given infraction heparin. The patient was later stable and was discharged with close monitoring.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported signs and symptoms of hemolysis could not be determined through this evaluation. Moreover, review of the submitted system controller log file confirmed the report of slight elevations in pump power; however, a specific cause for the power elevations could not be determined through this evaluation. It was reported on (B)(6) 2020 that during a routine follow-up visit, the patient complained about partial physical intolerance with limited change of urine color (coffee) and was subsequently readmitted for monitoring and investigation. A log file was downloaded from the patient¿s system controller at the time of the event, the analysis of which reportedly showed pump powers that were slightly elevated approximately one watt above normal values over the last month. The submitted log file contained approximately one month of data from 03jan2020 ¿ 03feb2020 and showed that pump power appeared to generally remain in the range of about 5.0-6.5 watts; however, a few slight elevations in power over 7 watts were noted, peaking at 8.5 watts on (B)(6) 2020. Of note, many of the power elevations captured in the log file were associated with pi events (including all of the highest power values 7.4 watts and above). No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The system appeared to be operating as intended. It was further reported that an echo was performed, the results of which remained unchanged from previous exams. It was noted that the patient¿s ldh and pfhgb levels were slightly elevated; however, his bnp and fbc values were within normal limits. Moreover, a swan-ganz catheterization was performed and the hemodynamic measurements were found to be normal. Due to the patient¿s normal condition, a ramp test was reportedly not performed. The patient was administered unfractionated heparin and was monitored at the hospital. Additional information provided on (B)(6) 2020 indicated that the patient was stable and was currently discharged with close monitoring. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.